Manufacturer narrative:
The insulin pump was received with minor scratched display window and cracked battery tube threads. (B)(4).

Event description:
Customer reported that he had blood glucose of 110 mg/dl and his insulin pump display window is scratched. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.